Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, unknown baclofen, dilaudid, and morphine (unknown concentrations and doses) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient was supposed to get the pain pump refilled on (B)(6) 2015, but due to insurance issues the pump refill would not be until monday, (B)(6) 2016. The patient was told the pump would beep, and that she could only use her personal therapy manager (ptm) twice per day to preserve the medication so she could last until monday. The patient was redirected to their healthcare provider (hcp). No interventions were mentioned. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.